Event description:
The entire device was removed from the pt and salvage procedure performed. The right side was implanted and a deactivation plug used on the left side, pump and reservoir implanted due to infection and urethral erosion on left.add'l lot/ser no: 2015q 004.